Manufacturer narrative:
The user facility submitted medwatch #(B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was displaying as running as well as updating on display screen volume to be infused (vtbi). The pump did not alarm for an occlusion.the pump sounded like it was running, and the screen was displaying as gtt is running. The gtt chamber is half full with one gtt sitting on end of infusion appearing that it will fall into gtt chamber however doesn't fall into chamber. Heparin was switched to a new pump and restarted. The event occurred during patient infusion. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.